Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) was attempted to be pressed, but it was locked and could not be pressed. Switched to manual compression and achieved hemostasis. There was no reported patient injury. The visual indicator was showing black-black. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) was attempted to be pressed, but it was locked and could not be pressed. Switched to manual compression and achieved hemostasis. There was no reported patient injury. The visual indicator was showing black-black. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the expected retraction of the indicator wire and plug deployment. Additionally, the black/white/red position of the indicator window was obtained as expected. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since functional analysis achieved full lever depression with successful deployment and window transition. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.